Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the retaining screw at tooth location 19 is stuck in the middle and cannot be installed until the end. The doctor stopped using the screw and used another product found in the clinic.

Manufacturer narrative:
A screw: fix abutment splin e 0.5 mm (1537) was returned for investigation, see attached images a138-a141 in the complaint. Visual evaluation of the as returned product identified worn markings due to usage and debris in threads. Middle threads may appear to be stripped and damaged. Also, an associated product 1989 has not been returned and was still used by the dr. However, this item is listed as associated item only and did not cause or contribute to the event. No further investigation will be conducted. Functional testing was performed for the returned product with an in-house stock device and did not fully thread in. Malfunctioned half way through. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (1537) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.